Event description:
Avanos medical received a single report that referenced seven different incidences, which were associated with separate units, involving seven different events. This is the seventh of seven reports. Refer to 9611594-2023-00175 for the first event. Refer to 9611594-2023-00176 for the second event. Refer to 9611594-2023-00177 for the third event. Refer to 9611594-2023-00178 for the fourth event. Refer to 9611594-2023-00179 for the fifth event. Refer to 9611594-2023-00180 for the sixth event. It was reported the clinician was unable to remove the device via traction. The patient required endoscopy removal for the percutaneous endoscopic gastrostomy (peg) tube. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 30-nov-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.